Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation. The patient had a mentor smooth round moderate profile 375cc saline prosthesis inserted on the left side, and a mentor smooth round moderate profile 325cc saline prosthesis inserted on the right side. The left implant was filled to 420ccs and the right implant was filled to 350ccs. The patient sought a physician consultation due to left volume loss and deflation was confirmed. The physician also noted displacement of the right implant into the axillary area. As a result, the patient had bilateral prosthesis replacement performed on (B)(6) 2018. The patient had a 550cc mentor memorygel breast implant inserted into the left side, and a 475cc mentor memorygel breast implant inserted into the right side. There were no procedural complications, and the patient tolerated the procedure well. (See 1645337-2018-05716 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) was reviewed on 09/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device evaluation was completed on 10/03/2018. Summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The device history record (DHR) of lot number 5902935 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).